Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that patient presented to outside hospital, (B)(6), emergency room after developing ventricular tachycardia (vt storm) 5 times status post, 6 automated implantable defibrillator (aicd) shocks (1 failed patient was walking outside at home when they felt their aicd fire 5 times in a row). The patient denied any prodromal symptoms other than palpitations and tingling noted in the chest. The patient denied dizziness or level of consciousness (loc). The patient likely missed around 4-6 doses of oral amiodarone this week after misunderstanding instructions from electrophysiology (ep) team. The patient was started on amiodarone intravenous (IV) bolus and IV lidocaine overnight. In the next morning, ep recommended stopping the lidocaine drip and the amiodarone, to initiate oral amiodarone 400mg daily. ICD was interrogated and confirmed ICD shock x 6 for vt. The patient did not have any further vt during this hospital stay at (B)(6). Transthoracic echocardiogram (tte) found thrombus on inflow cannula, no outflow obstruction. On (B)(6) 2022, the patient was transferred to (B)(6). Amiodarone was reduced to 400 mg daily. Mexiletine was initiated, 150 mg three times per day for arrhythmia control. Potassium (k) was maintained to be lower than 4.0, magnesium (mg) was lower than 2.0, and international normalized ratio (inr) was therapeutic. There was a known elevated right ventricle (rv) lead threshold (1.8v@0.50 ms). It was considered replacement at time of generator change. Additional information stated that patient was advised to stop coumadin the night before a dental extraction procedure and to resume after the procedure on (B)(6) 2022. Inrs pre and post procedure appeared stable (2.4-3.1). Patient stated they may have forgotten to take a few doses of amiodarone. There were no recent changes per patient chart to pump parameters. No computed tomography (CT) images were completed. Hospital was unable to correlate findings of thrombus symptoms within the institution¿s imaging. There were no noted issues/alarms with the ventricular assist device (vad) pre or post arrhythmia. Patient did not lose consciousness. Immediately post operation, patient had several episodes of vt requiring antitachycardia pacing (atp) and automated implantable defibrillator (aicd) shocks but since (B)(6) 2022 they had been electrically quiet. However, in (B)(6) 2022 remote monitoring did identify 1 vt/vf episode (no shock, treated with atp) then amiodarone was continued. Patient was asymptomatic on (B)(6) 2022 before receiving 6 device shocks. Tte at hfh did not redemonstrate any obstructions/thrombi. Arrhythmia did not appear to be device related. Amiodarone was restarted, mexilitine was added, and no further electrical issues were noted. Patient was discharged home on (B)(6) 2022. Aicd was implanted in 2015. Tte results from (B)(6): lvad inflow cannula was visualized. Lvad inflow velocity: 0.57 m/sec. Lvad outflow cannula was not well visualized. Intraventricular septum is in neutral position. Per chart review patient was a known thrombus of his inflow cannula, although outside images are not available for review. One view has a suggestion of some independent mobility at the inflow cannula [clip 3], however due to technically limited images, cannot reliably distinguish from artifact. Pump flow 4.51 lpm. Pump power 4.4 w. Pump speed 5700 rpm . Pulse index 3.7. Ejection fraction is estimated to be 14% in the range of 10 - 15%. Severely reduced lv ejection fraction. Left ventricular cavity size is normal. Lv wall thickness is mildly increased. Normal right ventricular size and severely reduced global rv systolic function. Aortic valve is not well visualized but appears closed throughout the cardiac cycle. Limited images suggest thickening of one of the posterior cusps. While appearance is not significantly changed compared to prior studies, thrombus is not excluded. Technically limited images preclude further comparison with prior studies.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia and right heart failure could not be conclusively determined through this evaluation. Although thrombus on the outside of the inflow cannula was initially reported, imaging done at the implanting center did not demonstrate evidence of thrombus. The account reported that the patient was admitted to the hospital on (B)(6) 2022 with a developing ventricular tachycardia (vt) storm. The patient reportedly misunderstood their medication schedule and missed multiple doses of medication. Their implantable cardioverter defibrillator (ICD) reportedly fired 5 times in a row at home. The patient was started on intravenous (IV) medication in the hospital. The patient reportedly did not experience further arrhythmia in the hospital, but a transesophageal echocardiography (tee) was performed that revealed a thrombus on the outside of the inflow cannula. The imaging reportedly did not reveal any issues with the outflow graft. The patient was transferred to henry ford hospital and the patient¿s ICD was considered for replacement. The tee revealed no recent changes in pump parameters. The patient¿s intravenous septum was reportedly in a neutral position, but the patient had severely reduced right ventricular (rv) systolic function. No images were available from the tee. A repeat tee at henry ford hospital reportedly did not demonstrate any obstructions or thrombi. The patient was restarted on medications and discharged home on (B)(6) 2022. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assists system (lvas) instructions for use (IFU) lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Although imaging done at the implanting center did not demonstrate evidence of thrombus, pump thrombosis is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.